Manufacturer narrative:
Additional information: a service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused while infusing azithromycin. When pump indicated infusion complete, nursing noted the entire dose was not infused, approximately a fourth of the volume remained in bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.